Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, mild tortuosity and 90% stenosis. The 3.0x15 mm nc trek neo balloon dilatation catheter (bdc) ruptured on the first inflation around 10 atmospheres. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.